Event description:
Arjo was informed about patient entrapment between side rail panel and the mattress. According to the provided information, head end side rail panel was extended by facility staff, while foot end side rail was not extended. Side rails were in raised position during the incident. Mattress side cushions were not inflated which created a gap between the mattress and side rail. Patient got stuck in the gap. There was no injury. As a result, foot end side rail panel was bent by weight of the patient. It was reported that head end side rail being extended was a mistake made by nurses. The staff received additional training after the incident. Additionally, facility reported defective steering brake - this malfunction is adpressed under record (B)(4). Photographic evidence of damages was provided.

Manufacturer narrative:
The citadel plus instruction for use (IFU 831.374-en rev.11) indicates that the bed frame is equipped with 8 width extensions that allow for adjustment of the width of the mattress support surface. When the bed is extended a wider mattress should be used to avoid creating gaps. In relation to the body entrapment IFU states: ¿to prevent possible entrapment, make sure the patient¿s head and limbs are clear of the side rails when adjusting the deck.¿ ¿patient restraints, even when correctly used, can result in entrapment.¿ ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ to sum up, arjo device failed to meet it's specification since the side rail got bent during the event. The bed was used by a patient during the event. This complaint was assessed as reportable due to patient's body entrapment between mattress and side rail.